Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced early depletion of the batteries and critical battery alarms. Two controllers and four batteries were returned for evaluation. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis both controllers ((B)(4)) revealed that they met specifications, passed visual inspection and functional testing. The reported event was confirmed for (B)(4) via review of the controller log files, which revealed critical battery alarms events, but could not be confirmed (B)(4) since no occurrences of high priority alarms were logged near the reported event date. The returned batteries were analyzed passing visual inspection and functional testing. The root cause for the reported "critical battery alarm" event on (B)(4) was found to be inaccurate reporting of the battery pack connection and battery capacity most likely as a result of a combination software deficiency, electronic inadequacy, and fretting corrosion on connector pins. The root cause for (B)(4) could not be conclusively determined as the device performed per specification and the event could not be confirmed. Furthermore, for the batteries that passed both, visual and functional testing. Z-1607-2014. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. Z-1917-2015. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change per project #8046 hvad pioneer smr (software maintenance release). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Device evaluation ((B)(4) received (B)(4) 2014). Batteries - (B)(4) - expiry date: 07/31/15. (B)(4).

Event description:
It was reported from (B)(6) that the patient experienced early battery depletion. The patient reports that although the batteries were fully charged the battery capacitor display indicator dropped to three (3) bars within thirty (30) minutes and the controller issues audible beeps or alarms which reportedly sounded like a power disconnect and reconnect. This scenario reportedly occurred with all four (4) batteries but occurred with a higher incidence when using batteries with serial numbers (B)(4) and (B)(4). There was no reported patient injury as a result of this event. All four (4) batteries along with the two (2) controllers have been exchanged and the patient was given replacement devices. The devices will be returned to the manufacturer for evaluation.

Manufacturer narrative:
Four batteries were received by heart ware on (B)(4) 2014. The two controllers ((B)(4)) were received on (B)(4) 2015. There were reported by the site to have been replaced as a precautionary measure. Testing results are not yet available for the two controllers. The testing results for the battery are as follows. (B)(4): manufacturing date:2014 -07. (B)(4): manufacturing date:2014 -07. (B)(4): manufacturing date:2014 -07. (B)(4): manufacturing date:2014 -07. The returned battery passed external visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level as the pack discharged down to the 12 volts level. The log files available at the time of this analysis show there were several critical battery alarms. Unable to verify complaint event details as described in the complaint narrative via logs due to the older firmware version of the controller, there is no enough evidence to identify the batteries that were connected to the controller at the time of the event. As a result the battery performs as per specification.